Manufacturer narrative:
Unit passed the displacement, rewind, basic occlusion and prime/compromised force sensor system test. Unit had motor error stuck in motor error alarm loop during bolus delivery and motor position encoder error alarm found in history file. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the no delivery tests and occlusion due to motor damage. Unit received with cracked at battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error seven times. The buttons on the insulin pump were no longer working. The insulin pump also alarmed motor position encoder error. Customer's blood glucose level was 37 mg/dl. She treated her low blood glucose level by eating dinner. Customer's blood glucose level the day before was 23 mg/dl. She experienced more low blood glucose levels than usual. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.